Event description:
Patient was wearing the pod for less than one hour after changing to a new pod with a different insulin brand (specific brand unknown). Shortly after administering a bolus, the arm began to burn and swell. The infusion site appeared red, and the cannula site was swollen. The site had been prepared using an alcohol swab prior to pod placement. Patient sought medical attention due to these symptoms and was diagnosed with an allergic reaction. Treatment included administration of antibiotics at the clinic, and benadryl was taken prior to the visit.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the skin allergic reaction. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.